Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the fatal error was vibrating on the insulin pump. The blood glucose was unknown at the time of the incident. The device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for one (1) day and no unexpected pump error alarms or alerts noted during monitoring period. No unexpected alarms or alerts were noted for (B)(6), 2018 at 9:00 am or 2:00 pm in the downloaded trace frace files however, the critical block and inverse critical block did not add to zero alarm (B)(4) and the motor arm cannot communicate with the main arm alarms are found in the formatted history for (B)(6), 2018 at 8:52 pm file due to a software error.